Manufacturer narrative:
The device was returned to olympus for inspection. The investigation confirmed that the reported malfunction was due to the connector light guide (lg) cover glass is detached. Based on the investigation, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rhino-laryngofiberscope exhibited that when connecting to the battery, a part of the fiber optic scope is missing. The issue was found during reprocessing. There were no reports of patient involvement.